Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump is not sensing the plunger gripper. It will close but will not sense movement. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: additional information is provided for h.2 and h.6. One device was received for evaluation. Visual inspection revealed the top case was cracked, the plunger case and the bottom case had been damaged. Functional testing was performed, and the reported issue was replicated. The root cause was determined to be caused by the q1 chip being broken off the plunger pcb. The top case, right plunger case, along with all the plastic parts of the plunger head, and bottom case were replaced. The clutch of the half left and the right with leadscrew spring, worm coupling and gear were also replaced, as a preventative measure. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquires or follow up questions related to the record, do not use (B)(6) located in sections g.1., please direct those to the following: (B)(6).